Event description:
It was reported that the right atrial (ra) lead had high thresholds the morning after implant and was undersensing. A lead revision is planned, and the lead remains in use. No patient complications have been reported as a result of this event.